Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The caller states that the back of the device is not stable and the back gives away. The caller states that after 5 seconds of use the back gives away.